Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2021-00076.

Event description:
The patient underwent primary surgery was on (B)(6) 2021 and was revised on (B)(6) 2021 due to instability. A humeral cup (36/6) was explanted and a humeral cup (36/3) and a spacer (9) were implanted.